Event description:
The customer reported that during a patient event, the device powered itself off several times while the patient was being monitored. There was no report of the patient needing defibrillation therapy throughout the event. The customer did not report that the patient suffered any adverse effect as a result of the reported failure. The customer indicated that the batteries being used in the device were only a few months old and following the event, the batteries showed to have a sufficient charge on them.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported failure. Physio observed proper device operation through functional and performance testing. The device was returned to the customer for use. The cause of the reported failure could not be determined.

Manufacturer narrative:
Correction information: "date of event" in the initial medwatch report indicates: (B)(6) 2012. "Date of event" in the initial medwatch report should indicate: (B)(6) 2012. Supplemental information: physio-control evaluated the electronic patient record from the device and did observe multiple "low battery" events and multiple "on/off" cycles; however, physio was still unable to duplicate the reported failure during additional testing. The cause of the reported failure could not conclusively be determined.